Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient has a scheduled replacement for their ins in june. The controller will be returned.

Event description:
Additional information received reported that the long implant charging time was not resolved with a replacement controller and recharger kit. The patient was scheduled for surgery in (B)(6) 2025 to replace the ins with a newer model. Additional information received provided a session report, data report, and application logs.

Manufacturer narrative:
As additional information received reported that the recharging issues did not resolve and an ins replacement was scheduled, the event now meets the definition of a serious injury and the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the charging time was extremely long. It was also reported that the patient controller made an abnormal sound which was confirmed by the physician. Nothing in particular was done. Issue was not resolved. No health damage noted. Additional information received reported that the cause was unknown. The patient wishes to replace the ins but was planned to discuss it with the attending physician. The issue was not yet resolved. The patient controller will be replaced by the end of june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 code b20 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced on (B)(6) 2025.

Manufacturer narrative:
H3 device evaluation: analysis of the returned ins found no significant anomalies and it passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that charging was not working properly; unable to charge. When the battery was inserted and removed, the date input screen appeared. There were no known environmental, external, and patient factors that may have caused the event. The patient entered the current date and time, and then the home screen was displayed; the screen became black when the key mark was long-pressed. When asked whether the device could be charged, the patient said that there were times when it could be charged, but when it was left alone, the screen would disappear and the device could not be charged; specifically, the percentage of controller charging and the percentage of stimulator could not be confirmed, but the patient felt the stimulation and had no problems with the physical condition. Patient was informed that the person in charge will be notified of the matter and will inform the patient of what measures to do. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that in the morning; they managed to repeatedly charge the device and was able to charge it to near full capacity. Since charging was possible, they mentioned that the treatment could continue. Was informed that the issue was not due to misalignment during charging, but rather that the device's power had unexpectedly turned off, causing the charging to stop. By reattaching the battery, they were able to restart the charging process and somehow managed to charge it. Additional information received from a manufacturer representative. It was reported that the cause of the charging issue and screen going dark was unknown. It was noted that the issue was resolved by removing/reinserting the battery pack, however, the controller and recharger kit were ultimately replaced as a result of the event. Later, additional information was received from the manufacturer representative (rep) stating that the implant was not scheduled to be replaced at this time, just the controller and recharger were replaced. The next outpatient visit was scheduled for june 26th, where the controller will be collected. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the replacement of the ins was scheduled for (B)(6) 2025.